Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the systems monitors went out, this could cause the system to become unusable due to the inability to view the live image. This resulted in a loss of imaging functionality. There was no pt injury or death reported.